Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an event of hyperglycemia on (B)(6) 2026, which was managed via insulin bolus. No further information is available.